Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels were 40 mg/dl and 100- 150 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they treated low blood glucose level with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The customer reported that they did not use auto mode. The customer did not allege the insulin pump for over delivering.